Manufacturer narrative:
(B)(4). Results of investigation: a carefusion certified 3rd party service technician was able to duplicate the reported complaint. The technician replaced the device's blender but it did not resolve the reported issue to specifications. He evaluated the flow sensor and cleaned it as well, and that brought the device back in to specifications. The device's blender was returned to carefusion's failure analysis lab but no further investigation was required.

Event description:
The customer reported complaint on the ventilator barely passing oxygen specification. The reported issue was found when the ventilator was on the patient but there was no harm to the patient or clinician in associated with this reported complaint.